Event description:
Report received of a tubing rupture when in use with a power injector. No specific clinical information was known by the reporter. It was reported that a patient was receiving an unspecified, rarely performed CT scan. The clinician operating the power injector was unfamiliar with the procedure and the equipment. The contrast was injected at an unspecified rate and psi, and the tubing ruptured immediately. There were no adverse patient effects.